Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. As a result of the unresponsive touchscreen the customer experienced a ¿high¿ blood glucose (bg) level (specific bg value was not provided). A manual injections was administered to address bg. Customer reverted to manual injections for insulin therapy.